Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 03/29/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2016 with the following findings: pump reboot events were observed in black box. The battery compartment was cracked along the side of the pump. The threads on the battery cap were stripped. The battery cap unable to maintain an electrical connection. When a test cap was used, the pump powered on normally with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring.